Manufacturer narrative:
(B)(6). Device is a combination product.

Event description:
It was reported that stent damage occurred. A 3.50 x 20 synergy drug-eluting stent was advanced but failed to cross the lesion. However, after the device was removed from the patient's body, it was noted that the stent distal edge got lifted. The procedure was completed with a different device. There were no patient complications reported.